Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, occlusion, excessive no delivery and priming tests. The motor passed the motor test, the device was missing an end cap sticker and there was no motor error alarm. The drive support disk was inspected and there was no anomaly. (B)(4).

Event description:
Customer reported via phone call high blood glucose and motor error alarm on the insulin pump. Customer's blood glucose reading was 404 mg/dl. Troubleshooting for high blood glucose was performed. Customer experienced high blood glucose as a result of not delivering a bolus for breakfast. Customer treated their high blood glucose with an insulin pen. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the drive support cap appeared normal. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.